Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that the hcu 30 had temperature deviation between set temperature and actual water temperature at the outlet. The failure occurred during patient treatment. The device was replaced. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The failure occurred in china. It was reported that the hcu 30 had temperature deviation between set temperature and actual water temperature at the outlet. The failure occurred during patient treatment. The patient treatment was continued by replacing the unit with another unit. No harm to any person has been reported. A getinge field service technician (fst) was on site for investigation. The fst confirmed the reported failure. However, the getinge field service technician has informed on 2022-10-26 that device could not be repaired as the device has been phased out since the end of 2010 and thus spare parts supplies have been discontinued in 2017. According to the getinge field service technician (fst) the device was taken out of use. Based on the evaluated facts above and since the device has been taken out of use, it is not possible to define the exact root cause of the failure. However, the failure "temperature deviation" can be linked to following most possible root causes according to our risk management file (dms#2355724): inadequate function due to: - technical failure, -software failure. The review of the non-conformities has been performed on 2022-11-16 for the period of 2010-01-01 to 2022-09-05. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary´s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID:(B)(4).